Event description:
It was reported that insulin gauge displayed amount different than expected, with pump repeatedly showing lower fill estimate than caller believed should be present despite proper filling steps. There was no reported impact to the customer¿s blood glucose level. Caller reloaded same cartridge with assistance from technical support and performed test insulin delivery while disconnected, but difference in displayed and expected insulin amount persisted. The caller chose to continue using current cartridge without loading new one and was advised to follow up if needed.